Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported an e8 power interrupt error appeared during normal operation of the infusion device, and the error message could not be cleared due to unresponsive buttons. Pt changed the battery and waited 2 hours, but this did not resolve the issue. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require assistance from healthcare professional or second party to address the issue. Add'l info was not provided.